Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1771817; expiration date: 2023-05-04; manufacture date: 2018-05-10. Medical device lot #: 1753135; expiration date: 2023-03-20; manufacture date: 2018-04-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ultrasafe x100l pr plum ssl nvs stein was damaged. The following information was provided by the initial reporter: had a 'faulty injector' and that product could not be used. Defect could not be further specified.

Manufacturer narrative:
H.6. Investigation: unconfirmed, no sample received. Based on the investigation conclusion, bdm-ps was not able to confirm or correlate this symptom with a potential cause linked to bd process. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria.

Event description:
It was reported that ultrasafe x100l pr plum ssl nvs stein was damaged. The following information was provided by the initial reporter: had a 'faulty injector' and that product could not be used. Defect could not be further specified.